Event description:
On (B)(6) 2013, the patient was implanted with a series of gore excluder aaa endoprostheses to proximally extend a previously-placed aneurx graft which had migrated 4.5 cm distally, and to treat an aneurismal right common iliac artery measuring 4.5 cm in diameter. A contralateral leg component was implanted as planned to treat the aneurismal right common iliac. The physician attempted to extend the stent graft system proximally by placing a 36mm aortic extender component. He was unable to advance a gore 18fr dryseal sheath (sdv1828/10571038) up to the level ot the renal arteries, and was unable to advance the device (pla360400/11032243) into the desired position. It was reported the proximal portion of the aneurx graft was "somewhat kinked". The physician attempted to withdraw the aortic extender, but was unable to maneuver it back through the sheath. An attempt was made to withdraw the device and sheath together. The device was then unintentionally deployed within the contralateral leg component inside the common iliac artery. Upon removal of the delivery catheter, it was reported the leading portion of the catheter did not come out of the patient. The physician was able to remove the tip of the catheter through the arteriotomy. The physician then inserted a new 18fr dryseal sheath and continued with the case. Two aortic extender components were successfully implanted below the renal arteries to extend the stent graft system. Balloon angioplasty was used to dilate the 36mm aortic extender in the distal limb. Adequate blood flow was verified, and the patient tolerated the procedure. The sheath, dilator, and delivery catheter were returned to gore for analysis.